Event description:
Caller reported a malfunction on pump due to a speaker error. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process, resulting in successful resolution. Customer was advised to monitor for any recurrence and understood the instructions given.